Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the crani-bracket of the device was damaged. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the craniotome device was worn, the neuro tip was damaged, and the labeling was missing. It was noted that the crani-bracket was damaged, and the warning triangle was missing. It was further determined that the device failed pretest for visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.